Event description:
In 2008, the patient called for assistance with changing her insulin cartridge and was educated on the procedure. She then reported that she had to change her infusion site because she noticed the cannula had come out of her body at 2:00am. She stated that the adhesive was still attached to her skin. She stated that she knows the infusion site was properly in place at 6:14am one day prior, when she bolused 25 units of insulin. She reported that her blood glucose had been elevated "all this week" to 240-250 mg/dl. Her blood glucose level at the time of the event was not provided. The patient did not require medical assistance from a healthcare professional or a second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.